Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) does not change color during use. There was no reported patient injury. The exoseal vcd was used in an interventional procedure, and a retrograde approach was employed. The device was stored and prepped according to the IFU, and the physician had achieved certification for the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was used with an avanti sheath. Regarding the femoral puncture site, the suitability of the femoral artery was verified through angiography, including the insertion angle of the vascular sheath introducer at 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5mm, and there was no visible calcium or plaque at the puncture site. Mild access vessel tortuosity was observed, and there were no stents or stenosis greater than 50% at or near the puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and there was no red color displayed in the indicator window during retraction. When the device was removed from the patient, the indicator wire loop was deployed without any anomalies showing. A non-sterile unit of product ¿vascular closure device 6f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button was not depressed, and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed and bleed back port is at the undeployed position. The indicator window was received on white/black position and the cowling guard was found locked; the device is blood saturated. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were noted on it. Additionally, the delivery shaft has a one (1) kinked/bent section, located approximately 3.6 cm from the distal tip. No other anomalies were observed during the visual analysis. Dimensional analysis was conducted to verify the inner diameter (ID) and outer diameter (od) of the delivery shaft. Measurements for both the ID and od were taken near the kinked section of the delivery shaft. The results of the dimensional analysis confirmed that both the ID and od were within specification. Functional analysis was performed. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down. There was no friction and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device and a kink/bend in the delivery shaft was observed. The indicator window transitioned into the 3 stages during the functional analysis and there were not anomalies of the internal mechanism. Dimensional analysis of the kinked/bent area was within normal limits. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. It is possible that the kink of the delivery shaft caused issues with proper functioning of the indicator wire. Also, there was vessel tortuosity reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) does not change color during use. There was no reported patient injury. The exoseal vcd was used in an interventional procedure, and a retrograde approach was employed. The device was stored and prepped according to the IFU, and the physician had achieved certification for the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was used with an avanti sheath. Regarding the femoral puncture site, the suitability of the femoral artery was verified through angiography, including the insertion angle of the vascular sheath introducer at 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5mm, and there was no visible calcium or plaque at the puncture site. Mild access vessel tortuosity was observed, and there were no stents or stenosis greater than 50% at or near the puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and there was no red color displayed in the indicator window during retraction. When the device was removed from the patient, the indicator wire loop was deployed without any anomalies showing. The device is being returned for evaluation.